Event description:
Reportedly, on (B) (6) 2009 an aquarius v6 - code number gef09600, lot number 2595 was involved in an incident involving a syringe not locking in position. At the time of the problem the device was being used to deliver heparin. The reporter was contacted by (B) (6) hospital @ 08:20 on (B) (6)2009 by a staff nurse. The staff nurse reported that aquarius (B) (4) had infused all of the heparin syringe via the syringe driver on the aquarius (20,000 iu in 20 mls) to the patient. The nurse noticed that this has occurred 20 minutes after connecting the patient to the aquarius. Upon closer inspection, the nurse observed that the base of the syringe was not locked into the base of the syringe driver. The reporter then informed the nurse that the syringe was probably sucked dry during priming mode when the blood pump turns backwards. The net result is that the machine was primed with 25,000 iu heparin. The nurse had taken a clotting level from the patient and the result was extended from an apptr of 1.4 to > 6. The patient a (B) (6) female was treated prophylactically with the appropriate vitamin as a result of elevated clotting. The patient responded to treatment and her condition at this time is reported as fine. A baxter engineer was asked to examine the machine to check that everything was operating appropriately and the device was safe for use. The engineer left a report with the hospital and the machine was returned to service.

Manufacturer narrative:
Although the service technician evaluated the device in situ, the results of the evaluation have not yet been received. Evaluation results will be communicated in a follow up MDR. Review of the device history record has been requested but not yet received at the time of this report. Results will be communicated in a follow up MDR.